Event description:
Original report from user/facility stated: "pt admitted to the hospital for normal delivery. An epidural catheter was placed to administer medication. Positive heme through catheter upon passage. Upon withdrawal of the catheter, approx 5 cm of the catheter sheared off into the epidural space. Potential for surgical intervention in the future."